Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she felt sick and experienced high blood glucose level. Therefore, on (B)(6) 2023, the patient first went to the emergency room due to high blood glucose level. Her highest blood glucose level was 796 mg/dl and had low ketone level which their health care professional did not assessed as dangerous/life threatening. Moreover, the infusion set was being used for two days. Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. On the date of this report, the patient was not released from the hospital and had no other permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.